Event description:
The following is based of a review of the patient's medical records provided to davol by the patient's attorney. On (B)(6) 1999 - the patient was implanted with a "marlex mesh" (unknown flat) during a bladder suspension (burch procedure). Prior to placement of the "marlex mesh" the patient underwent a laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, anterior posterior colporrhaphy, and repair of an enterocele, the second part of the procedure involves mesh placement for bladder suspension. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. We have, however, contacted the initial reporter to request additional information. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.